Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a battery replacement for a deep brain stimulation system, the patient experienced prolonged post-surgical pain, a pin prick sensation behind the eye, sweating palms and feet, dizziness, soreness at the battery site, and jolts and pain under the armpit and across the top of the battery. The patient also reported jolting and shocking sensations while laying down. The patient consulted with an on-call neurologist but received no immediate solution and plans to follow up with a previous managing physician. It is unknown if the issue resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the shocking was that they were programmed too high for the new battery. They went down one to resolve their symptoms.